Manufacturer narrative:
Received seventy-two (72) new. List #140149291, primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm, for inspection. No damages or anomalies noted. Each set was leak tested per product specifications. There was leakage at the outlet or inlet filter vents on ten (10) of the thirty-five samples tested. A black dye test was conducted on all ten (10) of the leaking sets to evaluate where the leak was coming from. A small, centralized leak of black dyed water was found in the middle of the filter vents. The cause of the observed leak was a pinhole in the filter vent material. The damage is typical of an electrostatic discharge to the filter vent. The source of the electrostatic discharge build up is unknown. Customer complaint of leaking filters can be confirmed, probable cause is due to electrostatic discharge to the filter vent during processing. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm generated a leak during patient use. The following issue was reported by the customer: "defective kit because of tubing leak" the leak was observed at the filter during the rinsing of the tubing, no information was available regarding the patient, but the patient was not impacted, the patient was stable, there was no delay in therapy, the therapy was successful, and no one was harmed, there was no need for medical intervention, there was no unprotected exposure to any cytotoxic product for a patient or for a health professional, the medication that leaked was a lutetium-based radiopharmaceutical and saline solution, the leak was cleaned according to the facility protocol, a special kit was not used, no holes, cuts, tears or any other defect were visually found, an infusion pump plum 360, serial number (B)(6) was used during this incident, there were no problems with the pump." No additional information is available at this time.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.